Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.